Event description:
Information received a smiths medical cadd legacy 6400 pump is per the patient, beeping and showing stopping on the screen. No patient adverse events reported.

Manufacturer narrative:
Device evaluation: one cadd legacy 1 pump was returned for analysis due to beeping. A functional check and a visual inspection was performed. The customer's reported problem was confirmed. The pump was found to be "double beeping" when batteries are inserted during power up. No signs of fluid ingressions could be found on pump. The faulty downstream occlusion sensor will be replaced.